Manufacturer narrative:
This complaint will be updated once investigation is complete. Trends will be evaluated.

Event description:
Allegedly, patient revised due to failed metal on ceramic hip right side with pseudotumor formation and trunninosis at modular junction of femoral component.